Manufacturer narrative:
Product event summary: the device was returned and analyzed. Data files showed that 16 applications were performed with a balloon catheter on the date of the event. A system notice had occurred indicating that the system detected a software error and stopped the injection (#50008). Visual inspection of the catheter showed that the push button luer was broken and leaking. Smart chip verification showed that the catheter was not used. In conclusion, the catheter failed the return inspection due to a broken luer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, backflush of the balloon catheter was unable to be performed. It was observed that upon changing the copilot, the side arm of the catheter broke off. The balloon catheter was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.